Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity device. The device was removed from packaging per IFU and inspected with no issues noted. It was difficult to cross the target lesion ¿ two non-medtronic guide wires were unable to cross. A non-medtronic guide wire was then advanced beyond the cx lesion successfully. Pre-dilation was performed with a 1.2x15mm non-medtronic balloon at 15atm for 12 seconds and at 15atm for 7s seconds. Further pre-dilation was then performed with a 2.5x15mm non-medtronic balloon at 22atm for 19 seconds, 12atm for 6 seconds and 24 atm for 23 seconds. The guidewire was exchanged for another non-medtronic wire and the resolute integrity stent was then advanced. It was reported that the resolute integrity device was unable to be advanced beyond the left main into the cx. The device was removed, with some resistance, and it was discovered that the stent had dislodged from the balloon. A gooseneck snare was used to retrieve the stent. The complete pci system was removed as it was not possible to withdraw the stent back within the guide. The sheath was upsized to 7fr and the procedure was re-started. Further pre-dilation of the cx lesion was performed and a 3.0x15mm non-medtronic stent was deployed. The probable cause of the event was reported to be due to ¿wire wrap¿. A second wire had been placed down the lad to allow for a ¿kissing balloon¿ technique at the bifurcation, as the cx lesion being stented was quite proximal. No further patient complications were reported.

Manufacturer narrative:
Evaluation summary: the stent was returned on a gooseneck snare with the complete pci system. The stent was severely damaged with stretched, bunched and raised struts.